Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was dimming over the past two months and could not be read in the bright light. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the text on the display screen was found to be dim/faded, discolored and difficult to read. The pump¿s cover was removed and a test screen was inserted for evaluation and the test display was found to function properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.